Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a zone 4 65 mm x 70 mm saccular thoracic aneurysm approx 2.5 months ago. The proximal neck was 36 mm in diameter and distally it was 30 mm in diameter. The distal end of the aneurysm to the celiac artery was 117 mm. At the time of implant, the pt's blood pressure was maintained without any reduction during the procedure. No csf drainage was used. After the procedure, it was noted that the toes of one leg could move. On an unk date, the right leg was unable to move, and paraparesis was diagnosed. The pt underwent rehabilitation for approximately 3 weeks after which the pt recovered as could walk by himself and was discharged (see MFR # 2953200-2010-00333). No additional sequelae were reported and the pt is stable.

Manufacturer narrative:
Results and conclusions: paralysis. Lack of info, unk cause of paralysis/paraparesis.